Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 420mg/dl at the time of incident. Trouble shooting was performed and found blood glucose was 350mg/dl and gave bolus and blood glucose increased to 420 mg/dl. The customer found that the cannula was bent over. Customer stopped trouble shooting and decline to trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.